Event description:
1975 silicone breast implant, right side only. 1993 mammography of implant showed rupture. 1994 lymphatoid papalosis, rare cancer lesions all over body even tongue. Can turn into full blown lymphoma or hodgkins. 1995 lymphatoid papalosis-lesions, 1996 fibromylagia pain, fatigue. 1997 dermatitis, itchy, scaly, crusty, sore skin. Disability, can't work, not reliable memory and concentrating, problems.